Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient stated they had the ins and leads removed yesterday. Patient stated they had been fighting with it for over a year trying to get it to do anything. Pt stated it quit working a year ago and it was like "an anchor around him". Pt clarified the therapy was not working. Patient stated there were multiple issues with the charger not working. Pt had to reset the battery half the time and they could not get a full charge on a regular basis. Patient stated sometimes it would work great for a month and a half then it would go out again. Patient stated it worked for a year maybe 1.5 years then it steadily went down from there. Patient had some other issues so they went to a neurologist and the neurologist told the patient they had to get the device removed. Patient reported there were bone spurs so they took that out and did a mammectomy as well.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead product ID 97755 lot# serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 05-jun-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 05-jun-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.